Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a temperature alarm while charging pump after it had shut off. Customer was able to clear the alarm; however, temperature alarm recurred. There was no impact to the customer's blood glucose level. Customer indicated that pump and/or insulin injections would be used as back up therapy.